Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2hzfx); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were trying to get an MRI done but they couldn't get it done because the communicator wasn't communicating. The patient was with an MRI technician and the MRI technician advised that they had tried for 45 minutes earlier and they had reset the power on both the communicator and the remote, they had placed the remote up to the device over a dozen times and charged both devices fully for about 45 minutes but they weren't able to connect to the implanted device. It was confirmed that both externals were unplugged and paired together but they were still not finding the ins site. They kept getting "device not responding." Patient also reported that maybe a month into having gotten the implant, it was no longer working. Patient further explained the "not working" and stated that they had no longer been able to feel anything stimulation-wise so they went to their health care provider (hcp) at the time and the hcp ordered an x-ray and the x-ray showed that the "electrode" was out of place. Patient stated the "flat thing was there but the electrode/wire was floating on top of it." At the time the pat ient stated the doctor told them it would take another surgery to fix it so they advised the patient it was best and safest to just leave it implanted but then the patient stated now that "I guess it's not the best thing to leave it implanted because now I can't get this MRI scan." Patient stated "I should have had it taken out." Patient services redirected the patient to follow up with their health care provider (hcp) to determine the issue, to check the implanted system and to discuss next steps. Patient stated they couldn't recall their health care provider (hcp) name, that it was a new hcp because their previous hcp had left the practice. Patient stated they'd reach out to the hcp to discuss next steps.